Manufacturer narrative:
This complaint is considered closed.

Event description:
Patient was revised to address instability. Update: (B)(4) 2012- litigation papers received. In addition to instability, dislocation is now alleged. The MDR decision has been reversed and all products have been reported. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges loosening of cup.